Event description:
The customer reported there was an insulin delivery issue with the pump. Customer's blood glucose (bg) level was 388 mg/dl. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended, but the customer insisted there was a delivery issue. Reportedly, the customer had an alternate pump for insulin therapy and would use manual injections.